Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 20, 2016, the lay user/patient contacted lifescan (lfs) alleging that the cap on his onetouch delica lancing device was broken. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the cap on his lancing device broke one evening about a week prior to contacting lfs. The patient does not administer medication to manage his diabetes. It is unclear what action, if any, he took as a result of the alleged issue. He claimed that 30 minutes after the issue occurred, he developed symptoms of ¿dizzy [and] sweaty¿. He reported that at 7pm that evening, he self-treated his symptoms with food and/or drink. At the time of troubleshooting, the cca noted that at the time of the reported incident, the patient had been using the correct 33g lancets. The patient was also using the correct lifescan cap, but it had broken. Based on the information provided, there had been no misuse of the product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia, after the alleged lancing device issue occurred.